Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she inserted a tampon and did not feel a string coming out of her so she believed the pledget was missing from the applicator. Two days later the tampon came out of her with a string less than an inch long. She did not seek medical attention and did not experience any adverse health effects.